Manufacturer narrative:
Further investigation (fi) summary: with the information collected during the investigation, there is enough evidence to support that device lot number 19673396 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported being hospitalized 3 times for breast complications - infection and pus; fever and suspected seroma; swelling and fluid in breast. Fluid was drained and tested for alcl results: mixed population of acute inflammatory cells and macrophages. Right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and infection (late onset).

Event description:
Patient reported being hospitalized 3 times for breast complications - infection and pus; fever and suspected seroma; swelling and fluid in breast. Fluid was drained and tested for alcl results: mixed population of acute inflammatory cells and macrophages. Right side. Device remains implanted.